Event description:
It was reported that a lead integrity alert was triggered on the right ventricular lead. The lead showed oversensing and was thought to be fractured. The lead was explanted and replaced. The device was also replaced during the lead revision procedure as the device longevity was less than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 implantable tachy lead (B)(6) 2011; 4076 implantable pacing lead (B)(6) 2011. (B)(4).

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.